Event description:
It was reported that during a da vinci-assisted surgical procedure, the rubber washer from the 8 mm synchroseal fell off inside patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of "rubber washer fell off inside patient". Failure analysis found the primary failure of dislodged distal washer to be related to the customer reported complaint. The 8 mm synchroseal instrument was found to have a dislodged distal washer. The distal washer was returned with the instrument. The root cause of this failure is attributed to mishandling/misuse. A review of the log shows no errors. There was an additional observation not reported by the site that is related to the primary failure: the instrument was found to have a torn jaw cover at the distal end. The location of the damage is near the location of the dislodged distal washer. The root cause of this failure is attributed to mishandling/misuse. No images or videos were submitted for review. A system log review was performed to confirm the 8 mm synchroseal instrument (part # 480440-06; lot # l90220207-0229) was last used on (B)(6) 2022 on system (B)(4) with 0 uses remaining. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.